Event description:
A healthcare professional reported during a laser assisted cataract procedure a posterior capsule rupture occurred. Reporter indicated the lens dropped into the vitreous cavity, and the patient was sent to see a retinal doctor. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. A review of the information provided, the customer did not specify any contributing factors for the reported event. Optical coherence tomography (oct) scans, a video microscope (vm) overlay image and system settings indicated there were no atypical settings observed that would indicate that the system contributed to or caused the reported event. Additionally, there were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the company specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.